Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the flex shaft snapped in half while drilling and two driver shafts were bent while being screwed into an allograph.

Manufacturer narrative:
An event regarding an alleged fracture involving a detachable flex shaft was reported. The event was confirmed. Method and results: device evaluation and results: the flexible shaft had separated near the point of juncture with the drive fitting. At the point of separation, individual shaft cables were twisted and frayed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the flexible shaft had separated near the point of juncture with the drive fitting. At the point of separation, individual shaft cables were twisted and frayed, suggesting excessive force and/or fatigue.

Event description:
During surgery, the flex shaft snapped in half while drilling and two driver shafts were bent while being screwed into an allograph.